Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Per itemized repair statement the unit alarms and cuts off. Associated malfunctions for this device: hour meter is defective.